Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the user reported that the central control monitor (ccm) gave a 'system needs service' message. The unit was restarted and upon second boot up would not boot up at all. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician verified the reported complaint. When he first powered on the customer central control monitor (ccm) it did not boot, the screen was black and no content was visible with a flashlight. Systematically customer parts were removed and replaced with lab-use only (luo) surrogate parts. It was not until reinstalling the customer single board computer (sbc), it was noted that one of the connections to the sbc might have originally been loosened and did not have enough contact and was preventing the ccm from booting. After reseating the connection the customers ccm booted and the splash screen came on. The service repair technician (srt) was unable to duplicate the reported complaint. The atx board was replaced as a precautionary measure. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.